Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd integra¿ syringe with detachable needle, the black part of the plunger was found defective. ¿it appears the part of the plunger that helps the needle retract is showing through the black rubber on bottom of the plunger.¿ there was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: sample evaluation: one open 3ml integra packaged syringe with needle was received by bd canaan and confirmed to be from batch #6004730 (p/n 305269). The sample was visually evaluated. The syringe was found to have the cutter through the stopper. The plunger rod thumb rest is above the barrel shroud. The syringe was activated without the plunger thumb rest being depressed. A syringe being activated prior to the plunger being depressed is a rejectable condition at bd canaan. Based on the evaluation performed the defect, as noted by the end user, can be verified. DHR review for lot 6004730 was performed, no quality notifications were generated during the production of this lot, therefore no product defects identified during processing. Lot 6004730 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Lot size was (B)(4) pieces. Review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Bd was able to confirm the customer¿s indicated failure. Root cause is undetermined. CAPA is not required based on severity and occurrence level defined for this complaint. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.